Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation, the complaint is considered confirmed based solely on the video provided. The customer included a video of the procedure. There were four clips in total that were shown, the first two clips seemed to release with minor endoscopic maneuvering. The third and fourth clip, were very difficult to fully deploy and lead to pulling on the tissue various times. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The video provided confirmed the complaint, the devices appeared difficulty to deploy and required pulling on the tissue. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic submucosal dissection (esd) procedure, the physician used a cook instinct plus endoscopic clipping device. The physician noted that he experienced trouble with the clip fully deploying off of the housing, it appeared to be stuck and required a jiggle to release it. The physician tried pushing the "spike" forward but caused a bit of a superficial laceration. A video was provided that shows difficulty deploying the clips and pulling on the tissue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report is being sent to correct the annex a codes.

Manufacturer narrative:
PMA/510(k) # k192697. The investigation in on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic submucosal dissection (esd) procedure, the physician used a cook instinct plus endoscopic clipping device. The physician noted that he experienced trouble with the clip fully deploying off of the housing, it appeared to be stuck and required a jiggle to release it. The physician tried pushing the "spike" forward but caused a bit of a superficial laceration. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.